Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). Lens remains implanted. (B)(4). Device evaluation: product evaluation cannot be performed as per the initial report, the lens remains implanted. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer account reported that after implantation of a tecnis symfony toric intraocular lens (iol)in the patient''s right (od) eye, the patient had been seen by the surgeon 21 times. The patient reported issues with severe halos and glares. The patient was prescribed reading glasses was given alphagan drops to lower pressure by allowing better fluid drainage from within the eye and to prevent the pupils from dilating. This would help reduce the halos and glares during night driving. In addition, the patient has been given contact lens trials multiple times to improve the near vision. A yttrium aluminum garnet (yag) laser treatment was done in (B)(6) 2019. It was noted that the lens remains implanted. Post surgery, both eyes are 20/25 j2, distance is 20/20 or 20/25 depending on the day. No further information was provided. This report represents the right (od) eye. A separate report is submitted for the left (os) eye.